Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarms noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose reading was 144 mg/dl at the time of incident. Troubleshooting found that the pump had alarms in the pump history. The customer was advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting.